Manufacturer narrative:
Analysis summary: the delivery system returned with the external slider and the tip capture mechanism in the home position. The taper tip was kinked and damaged. There was no resistance retracting the graft cover using the external slider. No resistance was noted releasing the tip capture mechanism. The reported deployment/expansion difficulties could not be confirmed through analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft system was implanted for the endovascular treatment of a 60mm in length thoracic dissection. It was reported during the index procedure after the stent was deployed the tip capture could not be recaptured resulting in retrograde dissection. Per the physician the cause of the event is unknown. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
The graft was placed in ascending aorta. Once the graft was deployed, the tip and tip capture were pinned on the lateral wall. A 10mm balloon was used to move the delivery system on the wall. And exchanged for a softer wire allowing the and the delivery system to be removed. It was confirmed, the patient expired a few days post the procedure. It was confirmed, the physician was unable to determine the exact cause of the dissection. When evaluating how the tip of the delivery system got pinned, it was reported, the bias of the device held the delivery system against the lateral edge of the aorta. The tip was hanging up on the proximal edge of the fabric. The tip capture got caught in between the first and second proximal stent. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr, parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.